Manufacturer narrative:
Date of event was approximated to (B)(6) 2009, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an obtryx sling system device and a pinnacle posterior pelvic floor repair kit device were implanted into the patient during a procedure performed on (B)(6) 2009. As reported by the patient's attorney, the patient has experienced an unknown injury.